Event description:
Patient, also a physician, contacted dexcom technical support on (B)(6) 2014, to report that during insertion the sensor wire fell out of the barrel on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.